Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("plaintiff began to experience complications from essure"), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (diagnostic laparoscopy, abdominal hysterectomy bilateral salpingooophorectomy). Essure was removed. At the time of the report, the pelvic pain, complication associated with device, menstrual disorder and infection outcome was unknown. The reporter considered complication associated with device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occlude. Amendment: the report was amended on (B)(6) 2019 for the following reason: case marked incident. Events pelvic pain, menstruation disorder & infection nos were added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain pelvic area') in a 34-year-old female patient who had essure (batch no. 295927,696927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal implants, hysteroscopic insertion, followed by hydrothermal ablation of the endometrium.". Medical conditions: findings: two views on two images of the chest show a small amount of granulomatous calcification, but no infiltrates are seen. There is normal cardiac size and contour, with no bony abnormality. Previously administered products included for an unreported indication: mirena and contraceptives. Concurrent conditions included anxiety attack, allergic rash, vomiting, hyperglycemia, hypertension, ovarian cyst, fibroids, vertigo, chronic cervicitis, leiomyoma, ovarian serous cystadenofibroma, follicular cyst of ovary, bleed in luteal cyst, adhesion, intramural leiomyoma of uterus and drug allergy. Concomitant products included nsaids since july 2010, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since july 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (diagnostic laparoscopy, abdominal hysterectomy bilateral salpingooophorectomy-). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: findings: no dye was spilled through the fallopian tubes under pressure on the instillation cannula. This demonstrated complete tubal occlusion. Impression: satisfactory tubal occlusion was demonstrated. The patient may discontinue other birth control options at this time. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, and mental anguish, migraines / headaches, dysmenorrhea (cramping), fatigue, endometrial ablation performed concomitantly with the essure micro-insert implantation nos were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Historical drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("plaintiff began to experience complications from essure"), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (diagnostic laparoscopy, abdominal hysterectomy bilateral salpingooophorectomy-). Essure was removed. At the time of the report, the pelvic pain, complication associated with device, menstrual disorder and infection outcome was unknown. The reporter considered complication associated with device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain pelvic area') in a 34-year-old female patient who had essure (batch no. 295927-not valid,696927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal implants, hysteroscopic insertion, followed by hydrothermal ablation of theendometrium.". Medical conditions: findings: two views on two images of the chest show a small amount of granulomatous calcification, but no infiltrates are seen. There is normal cardiac size and contour, with no bony abnormality. Previously administered products included for an unreported indication: mirena and contraceptives. Concurrent conditions included anxiety attack, allergic rash, vomiting, hyperglycemia, hypertension, ovarian cyst, fibroids, vertigo, chronic cervicitis, leiomyoma nos, ovarian serous cystadenofibroma, follicular cyst of ovary, bleed in luteal cyst, uterine adhesions, intramural leiomyoma of uterus and drug allergy. Concomitant products included nsaids since july 2010, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since july 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (diagnostic laparoscopy, abdominal hysterectomy bilateral salpingooophorectomy-). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-oct-2010: findings: no dye was spilled through the fallopian tubes under pressure on the instillation cannula. This demonstrated complete tubal occlusion. Impression: satisfactory tubal occlusion was demonstrated. The patient may discontinue other birth control options at this time. Lot numbers reported (295927) and (696927) are not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain pelvic area') and genital haemorrhage ('general abnormal bleed') in a 34-year-old female patient who had essure (batch no. 295927, 696927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal implants, hysteroscopic insertion, followed by hydrothermal ablation of theendometrium.". Medical conditions: findings: two views on two images of the chest show a small amount of granulomatous calcification, but no infiltrates are seen. There is normal cardiac size and contour, with no bony abnormality. Previously administered products included for an unreported indication: mirena and contraceptives. Concurrent conditions included anxiety attack, allergic rash, vomiting, hyperglycemia, hypertension, ovarian cyst, fibroids, vertigo, chronic cervicitis, leiomyoma nos, ovarian serous cystadenofibroma, follicular cyst of ovary, bleed in luteal cyst, uterine adhesions, intramural leiomyoma of uterus and drug allergy. Concomitant products included nsaids since (B)(6)2010, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury related to essure"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), infection ("infection"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (diagnostic laparoscopy, abdominal hysterectomy bilateral salpingooophorectomy/hysterecomy(full),salp). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2010, (B)(6)2010 patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: findings: no dye was spilled through the fallopian tubes under pressure on the instillation cannula. This demonstrated complete tubal occlusion. Impression: satisfactory tubal occlusion was demonstrated. The patient may discontinue other birth control options at this time/bilateral occlusion. Lot numbers reported (295927) and (696927) are not valid. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events abdominal pain, general abnormal bleeding, bladder disorder, urinary problems was added and event "pelvic pain" outcome updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.